Manufacturer narrative:
A beckman coulter (bec) field serivce engineer (fse) was dispatched to evaluate the instrument. The fse found a plug in tubing, which caused a disconnection at vl46, and replaced the tubing as well as both green, striped tubing at the upper sheath restrictor. The leak was resolved. (B)(4).

Event description:
The customer reported a diluent leak from a coulter lh 750 hematology analyzer, which was not contained to the instrument. In addition, the instrument generated errors indicating the sheath tank was empty. The instrument operator was wearing a lab coat and gloves at the time of the leak and there were no reports of biohazard exposure or of injury in connection with this event. There were no reports of erroneous results generated or of impact to patient treatment due to the leak.